Event description:
It was reported during a procedure, the scope intermittently cut in and out, resulting in image fuzziness. The scope was subsequently tested on a different tower in another room and functioned normally; however, this testing was performed without a laser fiber and without a patient. No negative impact in state of health reported.

Manufacturer narrative:
The affected device will be forwarded for further investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).